Event description:
It was reported that the usb port was defective, and the event occurred during testing. During investigation found the device's downstream occlusion (dso) seal was peeling. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.

Manufacturer narrative:
Device was initially received for the complaint that the usb port was defective. During investigation found the device's downstream occlusion (dso) seal was peeling. This malfunction makes the event reportable. The review of event log found that not able to retrieve event log due to damaged usb port. The review of service history found that no information of records. The visual and functional testing was performed. The complaint was confirmed, and the root cause of the issue was unknown. The dso seal and battery door was replaced and performed dso/uso calibration. The unit passed all testing criteria after performance verification testing. Software was updated and the unit reset to standard configuration.